Event description:
It was reported that this patient is usually posting events for review, and it was found that the subcutaneous implantable cardioverter defibrillator system (s-ICD) recorded a false episode of ventricular tachycardia that was untreated, due to noise oversensing. Likely myopotentials, according to technical services. Reportedly, the s-ICD system was programmed in alternate configuration. The clinic did not ask any insights about this episode and focused on why the patient was usually posting for a review. The clinic was wondering whether the patient is symptomatic or if it is pressing the communicator button twice, causing an investigation. The patient will be inquired with these questions. Further information was received indicating the patient received an inappropriate shock while shoveling snow due to small amplitude myopotential oversensing. After 100 seconds, the patient went into ventricular fibrillation and another appropriate shock was delivered that converted the arrhythmia successfully. Further information received indicates the system also showed undersensing. Technical services recommended an in-clinic sensing optimization and x-rays to determine if surgical revision would improve sensing. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient is usually posting events for review, and it was found that the subcutaneous implantable cardioverter defibrillator system (s-ICD) recorded a false episode of ventricular tachycardia that was untreated, due to noise oversensing. Likely myopotentials, according to technical services. Reportedly, the s-ICD system was programmed in alternate configuration. The clinic did not ask any insights about this episode and focused on why the patient was usually posting for a review. The clinic was wondering whether the patient is symptomatic or if it is pressing the communicator button twice, causing an investigation. The patient will be inquired with these questions. Further information was received indicating the patient received an inappropriate shock while shoveling snow due to small amplitude myopotential oversensing. After 100 seconds, the patient went into ventricular fibrillation and another appropriate shock was delivered that converted the arrhythmia successfully. No reprogramming actions were discussed. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that this patient is usually posting events for review, and it was found that the subcutaneous implantable cardioverter defibrillator system (s-ICD) recorded a false episode of ventricular tachycardia that was untreated, due to noise oversensing. Likely myopotentials, according to technical services. Reportedly, the s-ICD system was programmed in alternate configuration. The clinic did not ask any insights about this episode and focused on why the patient was usually posting for a review. The clinic was wondering whether the patient is symptomatic or if it is pressing the communicator button twice, causing an investigation. The patient will be inquired with these questions. Further information was received indicating the patient received an inappropriate shock while shoveling snow due to small amplitude myopotential oversensing. After 100 seconds, the patient went into ventricular fibrillation and another appropriate shock was delivered that converted the arrhythmia successfully. Further information received indicates the system also showed undersensing. Technical services recommended an in-clinic sensing optimization and x-rays to determine if surgical revision would improve sensing. This implantable electrode remains in service and no additional adverse patient effects were reported.